Event description:
Vascular intervention case to treat in stent restenosis. The physician used the elca catheter to clear the total occlusion within the stent of the rca. After treating, the physician noticed a very small contrast leak indicating a small perforation of the rca. The perforation was successfully treated with a balloon and the physician continued treatment further down the vessel. Patient was discharged as planned.